Event description:
Customer reported hospitalization due to high blood glucose. The cgm did not alarm for the high blood. Customer is using a ping insulin pump (not a medtronic device) with cgm. Customer unsure of the date of the hospitalization. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-01692.